Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure seen into endometrium mid uterus. Left uterus is not visualized') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation". In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem/bladder or urinary problems or changes"), urinary tract disorder ("urinary tract problem/bladder or urinary problems or changes") with vaginal discharge, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), libido decreased ("hormonal changes describe: low libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/headaches") and abdominal pain lower ("lower abdominal pain") and was found to have neoplasm ("tumor") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, alopecia, tooth disorder, headache, neoplasm, weight decreased, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion date provided in pfs (B)(6) 2008. Patient received treatment for- dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, , bladder problem, urinary tract problem, bladder infection, urinary tract infection, vaginal infection and vaginal discharge. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure seen into endometrium mid uterus. Left uterus is not visualized') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation". The patient's medical history included endometriosis. Concurrent conditions included hemorrhagic cyst, ovarian cyst and abnormal uterine bleeding. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)abnormal bleeding"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem/bladder or urinary problems or changes"), urinary tract disorder ("urinarytract problem/bladder or urinary problems or changes") with vaginal discharge, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), libido decreased ("hormonal changes describe: low libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/headaches"), abdominal pain lower ("lower abdominal pain") and endometriosis ("endometriosis") and was found to have neoplasm ("tumor") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, alopecia, tooth disorder, headache, neoplasm, weight decreased, vaginal haemorrhage, migraine, abdominal pain lower and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2008 patient received treatment for- dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, , bladder problem, urinary tract problem, bladder infection, urinary tract infection, vaginal infection and vaginal discharge. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Concurrent conditions, removal details, surgery names and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure seen into endometrium mid uterus. Left uterus is not visualized') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation". In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)abnormal bleeding"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem/bladder or urinary problems or changes"), urinary tract disorder ("urinary tract problem/bladder or urinary problems or changes") with vaginal discharge, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), libido decreased ("hormonal changes describe: low libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/headaches") and abdominal pain lower ("lower abdominal pain") and was found to have neoplasm ("tumor") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, alopecia, tooth disorder, headache, neoplasm, weight decreased, vaginal haemorrhage, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2008 patient received treatment for- dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, , bladder problem, urinary tract problem, bladder infection, urinary tract infection, vaginal infection and vaginal discharge. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received : reporter information was added. Event right essure seen into endometrium mid uterus. Left uterus is not visualized was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.